Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the investigation identified a downstream occlusion sensor issue, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso sensor was replaced and the device passed all testing.

Event description:
It was reported that the battery compartment was cracked, the lens was scratched, and the device requires further evaluation and repair from ICU. The event occurred during testing. Additionally, the investigation identified a downstream occlusion sensor issue, an issue that could result in a hazardous situation, therefore making this investigation reportable.